Manufacturer narrative:
Product event summary: further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the battery removal test failure.

Event description:
It was reported by hospital staff, to the biomedical engineer (biomed), that the epg (external pulse generator) would not capture. The biomed also noted there was case damage. The epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported by hospital staff, to the biomedical engineer (biomed), that the epg (external pulse generator) would not capture. The biomed also noted there was case damage. The epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported by the biomed that staff said the device would not capture. It was noted by the biomed that the case of the device is damaged. The device is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event regarding no capture. However, it was confirmed that the case was damaged. It was also noted that the upper and lower case halves were broken, the side bail covers and battery drawer were broken, the ring cover was the incorrect part, the battery contacts were compressed, the side bails were missing, the keyboard was scratched and the main printed circuit board (pcb) was out of electrical specification.